Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successfully completed and the closure device was implanted in the laa of the patient. There were no reported complications that occurred. A year post procedure the patient had a follow up transesophageal echocardiogram (tee) performed. The tee imaging showed that there was a device related thrombus. The patient is fine and stable. The patient will go on anticoagulation medication to treat the thrombus.